Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review could not be completed as the product lot number is unk. (B)(4).

Event description:
The hosp reported that during preparation for an endoscopic vein harvesting procedure, the vasoview 7xs scissors would not open. A replacement unit was used to complete the procedure. The hosp did not report any pt effects. Maquet cardiovascular anticipates return of the product in question. Maquet sales rep was made aware of incident on (B)(6) 2011.